Manufacturer narrative:
Batch review performed on (B)(6) 2018. Lot 103208: (B)(4) items manufactured and released on 22 november 2010 . Expiration date: (B)(6) 2015. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed due to stem loosening, 7 years and 10 months after primary surgery. The stem, head and liner were revised.